Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer gave themselves ¿too much insulin or too little insulin¿ which affected their blood glucose (bg) level and was hospitalized due to their bg. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.